Event description:
Per the clinic, the patient developed a hypertrophic scar on the abutment (date not reported). Subsequently, the patient underwent skin revision surgery under general anaesthesia to remove the hypertrophic scar, the patient was also treated with topical antibiotic.